Event description:
Additional information received indicates the lead was replaced to resolve the issue during a unrelated device upgrade procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular (rv) oversensing was observed on the rv lead. The patient is being monitored and was stable.